Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, log files and picture of the screen has been sent. Vyaire technical support asked the customer to do blower test and provide an update to the blower test that the blower and the main electronics is defective. Results of investigation: vyaire medical determined root cause as due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms.

Event description:
The customer reported that the bellavista 1000 has blower failure issue. The customer confirmed that there was no patient involvement from the reported event.